Manufacturer narrative:
It was reported that the patient had fallen and subsequently dislocated a few times. Heads, liners, and all screws have been ordered for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had fallen and subsequently dislocated a few times. Heads, liners, and all screws have been ordered for revision surgery.